Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received info that this right atrial lead was dislodged and exhibited increased thresholds and loss of capture as well. No adverse pt effects were reported. The pt was to likely undergo a lead revision in the near future. Additional info indicated that this product was explanted and replaced. No additional observations were reported. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.